Event description:
It was reported that the customer mentioned, while troubleshooting for tape not sticking, that she was hospitalized on (B)(6) 2012 for a low blood glucose level of 34 mg/dl. Her hospitalization might have been related to the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.